Event description:
The technician alleged that bare wires were showing on the hand pendants cable. No pt impact.

Manufacturer narrative:
The technician did not know how the hand pendant cable had gotten damaged. The technician replaced the hand pendant to resolve the issue.